Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Physician reporting rupture and capsular contracture (unknown baker grade). The affected side is unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6(a), d6(b), h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. It was later reported upon explant it was noted capsular contracture, baker grade iii and the device was intact (un-reporting rupture). The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02jul2024.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. It was later reported upon explant it was noted capsular contracture, baker grade iii and the device was intact (un-reporting rupture). The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. It was later reported upon explant it was noted capsular contracture, baker grade iii and the device was intact (un-reporting rupture). The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.